Event description:
It was reported that the device was used during a radical prostatectomy procedure. It was reported by the rep that the instrument was ejecting clips from the jaw. The instrument then jammed. There was no consequence to the patient.